Event description:
It was reported that the customer's insulin pump was not functioning properly and the customer was hospitalized with high blood glucose of 501mg/dl. The customer experienced vomiting, excessive thirst, shaky, severe pain in legs and stomach. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the manual prime test and the insulin did exit. Reviewed the alarm history and found several low reservoir alarms and a no delivery alarm. Performed the high pressure test and the test failed. Advised the mother that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.